Event description:
An ocd rep reported observing potentially false negative anti-hbcigm results for the three pt samples. The samples were positive when tested via an alternative method. A false negative result may result in inappropriate physician action. There was no report of pt harm as a result of this event.